Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the motor was running continuously. The repair technician reported the all speeds were running slow. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part has not been received for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the service history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that issues were discovered with two (2) hand pieces for battery powered drivers during the testing stage following cleaning. One device would not run in reverse while the other would run constantly unless it was locked. No patient or surgical involvement reported. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint condition. Service history review: a service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2013 due to motor failure. The customer called in a service request for this item on (B)(4) 2015 and reported that the device is inoperable-runs constantly unless locked. The previous service condition of motor failure is relevant to the current complained issue of the device is inoperable-runs constantly unless locked. The manufacture date of this item is june 9, 2011. The source of the manufacture date is the release to warehouse date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.